Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2012 allegedly due to a detached muscle, fractured bone, pain and ossification. Patient underwent a cat scan on (B)(6) 2013 that revealed metal debris. Patient further alleges undergoing radiographs that revealed fraying. After patient follow-up on (B)(6) 2014, it was determined the cause of pain was due to patient's muscles and not implant related. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-04096 & 2014-07209).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient is experiencing pain, an avulsion, and bony fragment approximately thirteen years post-implantation. Attempts to obtain additional information have been made; however, no more is available.